Event description:
Customer reportedly received the following results within 10 minutes on the same device: 344 mg/dl, 122 mg/dl, and 334 mg/dl. No high blood symptoms reported with these results. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.